Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of embolism, as listed in the graftmaster coronary stent graft instructions for use, is a known adverse event associated with coronary stenting procedures. The reported hospitalization appears to be a secondary effect of the embolism itself. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that the patient had an unspecified graftmaster stent implanted approximately seven years ago. The patient returned and the graftmaster stent was reported to be "clotted off". It was not reported whether or not any treatment was performed for the clotting. No additional information was provided.